Event description:
A customer observed both higher and lower than expected vitros tsh results (sample 1= 8.59 vs. An expected result= 4.102 miu/ml; sample 2= 1.88 vs. An expected result= 8.115 miu/ml) for two different proficiency samples run on a vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no allegation that erroneous patient results were obtained or reported from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation has determined that both higher and lower than expected vitros tsh results were obtained from two different patient samples while using vitros eci immunodiagnostic system. There was no indication an instrument and/or a reagent related issue contributed to the event. The investigation determined the most likely cause was pre-analytical user error. During investigation, it was determined that the operator that performed the testing did not properly handle the api proficiency fluids prior to testing. After repeating the fluids ensuring proper fluid handling, acceptable vitros tsh results were recovered from each api fluid.